Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 4574-45, lead, implanted: (B)(6) 2007, 6949-58 ,lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient received inappropriate therapy due to a right ventricular lead fracture. Oversensing and near-field noise also occurred - as noted on the electrogram - and a lead integrity alert was triggered. It was also reported that the device had premature battery depletion, as a consequence of therapy delivery. The lead was partially explanted, capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.